Event description:
It was reported that during the implant procedure, the right ventricular lead was implanted, but the initial values were not within the parameters. When the physician tried to position the lead multiple times, the helix did not extend completely and/or the values were again not within the parameters. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The setscrew marks on the connector pin were too proximal. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Analysis indicated that the lead was returned with the helix was fully retracted. Visual inspection found the helix bent. The distal conductor distorted and fracture within is-1 connector pin. There was found 2 sets of set screw marks on the is-1 pin, and both too proximal on pin. If information is provided in the future, a supplemental report will be issued.